Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was initially stated that air bubbles were forming in the reservoir and tubing. Troubleshooting revealed that the customer was using cold insulin. It was explained that room temperature insulin should be used in the reservoir. The mother then stated that the customer was hospitalized for high blood glucose. The reported blood glucose reading was 366 mg/dl at the time of the call. The customer was dizzy, felt faint and was spilling ketones upon admission. The mother was unable to troubleshoot further at the time of the call.